Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the controller was intermittently not working and shuts down in the middle of cases. There was no patient impact.

Manufacturer narrative:
Analysis found that the customer's complaint could not be duplicated. The power supply was loose due to incorrect screws. The screws were replaced and tightened. The device was cleaned, tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.